Manufacturer narrative:
Corrected data: reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, and d7.

Event description:
It was reported that this patient with a 25mm valve, implanted approximately for seven (7) years, underwent an aborted valve-in-valve procedure due to severe mitral stenosis, mold to moderate valvular regurgitation, and paravalvular leak. The surgical team attempted percutaneous closure of a large periprosthetic mitral valve leak but this was aborted due to large size of the paravalvular leak. The size of the leak was larger than initially anticipated. The surgeons felt that further attempts at closure of the leak would not be worth pursuing and likely the patient will be better served with redo mitral valve replacement surgery. The patient was extubated and taken to the pacu in stable condition. Eleven days later, the patient underwent re-do mitral valve replacement with a 29mm edwards valve. The patient also received a 26mm tricuspid ring. Post procedure tee showed no paravalvular leak and a normal functioning bioprosthesis. The patient was returned to post anesthesia care unit in very stable condition. The patient received a permanent pacemaker on pod #7.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 25mm valve, implanted approximately for seven (7) years, underwent an aborted valve-in-valve procedure due to severe mitral stenosis, mold to moderate valvular regurgitation, and paravalvular leak. The surgical team attempted percutaneous closure of a large periprosthetic mitral valve leak but this was aborted due to large size of the paravalvular leak. The size of the leak was larger than initially anticipated. The surgeons felt that further attempts at closure of the leak would not be worth pursuing and likely the patient will be better served with redo mitral valve replacement surgery. The patient was extubated and taken to the pacu in stable condition.